Manufacturer narrative:
E: (B)(6). Phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a "backup alarm failed" error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. Investigation is ongoing.

Manufacturer narrative:
H10: a philips service engineer did not evaluate or repair the device because the issue was resolved by the customer. Multiple attempts have been made to try to obtain further information about this case, but no response was received. It is unknown what the outcome of the service event was, and no further information could be obtained. This file is closed and can be reopened if new information becomes available.